Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak from the connection of a secondary texium IV set to the primary tubing noted at the conclusion of a herceptin infusion, dosage and rate not provided. There was no patient or provider harm. Although requested, additional information is not available.

Manufacturer narrative:
The customer¿s report of leak at connection was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional and pressure testing resulted in fluid flowing through the set. There were no signs of leaking anywhere on the set while the tubing was manipulated at each engagement. The root cause of the customer¿s report of leak at connection was not identified.